Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery was observed to be depleting quickly. The contact stated the customer has to charge the pump twice a day to keep the pump on. Review of the pump history with the customer was unable to confirm the last time the pump was charged. There was no impact to the customer's blood glucose level. Reportedly the customer will continue to use the pump until the replacement pump is received.